Manufacturer narrative:
(B)(4). Based on the product analysis completed on 3/26/2018, this product event has been deemed FDA MDR reportable. Patient weight was not provided. Race/ethnicity: african american. Procode: krd/hcg. (B)(4). Concomitant med products: 3.5 mm x 7.5 cm galaxy g3 xsft (glx123575/l10401) thermo-mechanical dcs, headway duo (microvention) microcatheter, microvention coil. (B)(4). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization of an internal carotid artery aneurysm, the device positioning unit (dpu) wire of the 4 mm x 10 cm galaxy g3 xsft (glx120410/l10274) thermo-mechanical detachable coil delivery system (dcs) kinked during advancement and could not be inserted any further. Resistance was encountered at the rotating hemostatic valve (rhv). The coil was replaced to complete the procedure. There was no loss of cerebral target position as a result of this issue. An adequate continuous flush was maintained through the headway duo (microvention) microcatheter. Prior to this coil, one microvention coil went through the same microcatheter without resistance. There were no apparent kinks in the microcatheter that may have contributed to the event. No additional damage was noted to the coil following the event. The product was stored and handled according to the instructions for use (IFU). No visible product damage was observed prior to use. The 3.5 mm x 7.5 cm galaxy g3 xsft (glx123575/l10401) thermo-mechanical coil was selected for use and inserted; however, the physician was not pleased with the position of the coil and the coil was not placed in the target aneurysm. After retrieval, the coil ¿bundled up¿ and seemed to create a ball that could not be resheathed. The coil was replaced and the procedure was completed successfully. The coil was prepped for use, but the translucent sheath did not come away easily from the delivery tube of the dcs. An adequate flush was maintained. No resistance was felt during advancement of the coil through the microcatheter. The introducer was not damaged in any way. Reportedly, the user did not apply excessive force while unsheathing or resheathing. There was no report of consequence or impact to the patient. The patient was in stable condition. The surgery was not delayed due to the reported events. Medical intervention was not required and no fragments were generated from the damaged products. No further information was provided. The device was returned with its inner pouch. Labeling on the inner pouch matched the product documented in the complaint. The distal end of the embolic coil was located in the green introducer. The device was almost fully sheathed. The device positioning unit (dpu) core wire was kinked at the strain relief and approximately 87 cm from the proximal end. The ball tip was intact. The embolic coil was kinked and stretched. The articulating joint was intact. The condition of the resistance heating (rh) coil was obscured by the translucent introducer sheath. The v-notch of the resheathing tool was undamaged. After the embolic coil was advanced out of the introducer the rh coil was visualized. The rh coil had not been heated. An attempt was made to advance the embolic coil out of the introducer. The embolic coil successfully advanced out of the introducer. The embolic coil was retracted back into the introducer, and it was connected to a lab rotating hemostatic valve (rhv) and lab prowler select plus microcatheter. An attempt was made to advance the embolic coil through the microcatheter. The kink in the dpu core wire could not pass through the resheathing tool, which prevented the embolic coil from advancing through the microcatheter. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. The complaint that the device was impeded was confirmed. The complaint that the dpu is kinked or bent was confirmed. A kink in the dpu core wire cannot advance through the resheathing tool, which thus prevents the device from advancing through the microcatheter. The kinks in the dpu core wire are indicative of the application of excessive force. The exact circumstances surrounding the event are unknown. However, the event description documents that the dpu core wire became kinked during advancement of the device. There is also a slight kink in the embolic coil. The coil could have become damaged in the same event that caused the damage to the dpu core wire. 100% of devices are inspected for kinks at final quality control (qc) inspection, so it is unlikely that damage to the embolic coil was present when the device left the manufacturing facility. Neither the device history record review nor the product analysis suggest that the reported failure and the damages noted on the returned device could be related to the manufacturing process of the unit. Although a definitive conclusion cannot be made, it appears that procedural and handling factors may have contributed to the event and damages observed. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint and the associated manufacturer report numbers are 3008114965-2018-00543 & 3008114965-2018-00588.

Event description:
As reported by a healthcare professional, during a coil embolization of an internal carotid artery aneurysm, the device positioning unit (dpu) wire of the 4 mm x 10 cm galaxy g3 xsft (glx120410/l10274) thermo-mechanical detachable coil delivery system (dcs) kinked during advancement and could not be inserted any further. Resistance was encountered at the rotating hemostatic valve (rhv). The coil was replaced to complete the procedure. There was no loss of cerebral target position as a result of this issue. An adequate continuous flush was maintained through the headway duo (microvention) microcatheter. Prior to this coil, one microvention coil went through the same microcatheter without resistance. There were no apparent kinks in the microcatheter that may have contributed to the event. No additional damage was noted to the coil following the event. The product was stored and handled according to the instructions for use (IFU). No visible product damage was observed prior to use. The 3.5 mm x 7.5 cm galaxy g3 xsft (glx123575/l10401) thermo-mechanical coil was selected for use and inserted; however, the physician was not pleased with the position of the coil and the coil was not placed in the target aneurysm. After retrieval, the coil ¿bundled up¿ and seemed to create a ball that could not be resheathed. The coil was replaced and the procedure was completed successfully. The coil was prepped for use, but the translucent sheath did not come away easily from the delivery tube of the dcs. An adequate flush was maintained. No resistance was felt during advancement of the coil through the microcatheter. The introducer was not damaged in any way. Reportedly, the user did not apply excessive force while unsheathing or resheathing. There was no report of consequence or impact to the patient. The patient was in stable condition. The surgery was not delayed due to the reported events. Medical intervention was not required and no fragments were generated from the damaged products. The products will be returned for analysis. No further information was provided.